Manufacturer narrative:
It is unknown if the device was in use at the time the malfunction was found. The customer reported that an alternative v60 was used and required no intervention or escalation of treatment. No patient harm was reported.

Manufacturer narrative:
The replaced touchscreen was received for internal component analysis. Testing of the returned touchscreen determined that the resistance measurements were out of specification. The customer's reported complaint was confirmed.

Manufacturer narrative:
The field service engineer (fse) replaced the touch panel of the system, calibrated the panel and successfully completed test and unit is fully operational.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a technical malfunction. The department mentions a touch malfunction. They tried to calibrate the screen, but it was impossible to press on the first target. It is unknown if the device was on a patient at the time of the event, but this information has been requested. There was no report of patient or user harm.